Event description:
It was reported that there was an increase in the ventricular lead threshold with some changes in impedance. It was also reported that there was an atrial lead position check failure with noted over and undersensing on the atrial lead. The atrial lead impedance has also shown an increase and p-waves have decreased somewhat. It was further reported that at the next patient follow up a chest x-ray will be taken. The ventricular and atrial leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.